Event description:
Customer's husband called reporting his wife's insulin pump was not delivering the correct amount. Customer has been experiencing low blood glucose for the past week. She has had ten low blood glucose levels in the past seven days. On this day her blood glucose was 37 mg/dl, but after treating it was 116 mg/dl. Customer is also using the wrong size reservoir for her device. During trouble shooting, the drive support cap appeared normal. The time was off by an hour in the device. The reservoir is showing more insulin than what the device showed on the status screen. The device passed the displacement test. It was not exposed to a strong magnetic field. A month later, customer's husband called reporting customer was still experiencing low blood glucose. Her blood glucose was 37 mg/dl. She had not given a bolus all day. A replacement device was sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was reset with correct time and date and monitored. No anomaly was noted. Unit had scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.